Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing residual stimulation and unwanted stimulation all over the right arm. It was noted the left lead was completely out. The patient will undergo a revision procedure.

Event description:
Additional information was received that the patient underwent implantable pulse generator (ipg) and spinal cord stimulator (scs) lead explant procedure due to inadequate pain relief. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 10 years ago prior to the date the manufacturer became aware. D6b: explant date: 10 years ago.

Manufacturer narrative:
Additional suspect medical device component involved in the event:   model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing residual stimulation and unwanted stimulation all over the right arm. It was noted the left lead was completely out. The patient will undergo a revision procedure.